Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise and low out-of-range pace impedance measurements less than 200 ohms. Data analysis confirmed the battery of this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting more quickly than expected, after the first few days of implant. Power consumption increased, and left ventricular (lv) lead impedances dropped to less than 200 ohms. This behavior appeared consistent with a gate oxide anomaly. Noise was observed on the lv lead, as well. Device replacement was recommended. Subsequently, the device changeout was explanted and replaced, and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.